Event description:
As reported, during ventral hernia repair, while using a ventralight st w/ echo ps the surgeon pulled the inflation tube up through the patient's abdominal wall skin incision and the inflation tube "snagged and then broke." A small piece (approx. 3 cm) fell in between the patient's skin incision. Once, the echo ps was inflated and the mesh was fixated the surgeon decided to locate the piece of inflation tube, removed it and completed the case without any further issues. There was no reported patient injury.

Manufacturer narrative:
As reported, ventralight st w/ echo ps inflation tube ¿snagged and then broke¿ when pulling up through the abdomen. Based on the event as reported and not having the sample to evaluate no definitive conclusion can be made. However, as reported the inflation tube ¿snagged¿ when pulling the inflation tube up through the abdomen, it is possible the inflation tube broke due to forces applied while pulling the inflation tube through the defect and up through the abdominal wall skin incision. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.